Manufacturer narrative:
In the initial report, the user facility stated that the technician did not disconnect the warming cabinet from electrical supply prior to performing service as instructed in the operator manual. The amsco warming cabinet operator manual states, "warning - electric shock hazard: disconnect the warming cabinet from facility electrical supply before servicing. Do not service the warming cabinet unless electrical service has been locked out. Always follow appropriate lockout tagout and electrical safety-related work practice standards." Steris has made several attempts to gain additional information regarding the reported event; however, to date no response has been received. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that a technician from their third-party service provider was shocked while disconnecting the wires to the circuit board of their amsco warming cabinet for a repair. The user facility did not disclose if medical treatment was sought or administered.